Event description:
As reported by the user facility: the locking mechanism is faulty.

Manufacturer narrative:
(B)(4). This report has been identified as b. Braun internal report #(B)(4). All available information has been provided to the actual manufacturer, b. Braun (B)(4). Their report states that the two used samples were g18 and not g20 as per reported by the facility. The capillary hub and protective cap were not returned. The safety clips for both samples were not in an engaged position and located in the middle of the cannula. Also, received one empty packaging with the lot number 8b13258301 which was expired on 2013-02. They noted that if the clip is dislodged from the needle, the catheter hub is unable to be assembled onto the needle as the hub will crush and damage the clip. The catheter hub is designed in such a manner that it encapsulates the clip and there is no space for any free play for the clip. Moreover ,the assembly machine is also equipped with a vision system which conducts 100% inspection on the position of the clip in the hub. The used samples were checked by repositioning the clip and retesting its function by using a new catheter hub and it was found that the clip engaged properly onto the tip of the needle. There was no abnormality found while pulling the catheter out from the cannula. There was no rough surface/dented marks observed on cannula surface. The device history record was reviewed and there were no such defect encountered during inprocess inspection. Process cards show no abnormalities. If additional pertinent information becomes available, a follow up report will be filed. Importer ref #(B)(4).